Event description:
It was reported by the rep that the device was used during a thoracotomy. It was reported the surgeon was using an atw35 to transect a lower branch of the pulmonary artery. It only fired halfway. There was no consequence to the pt.